Event description:
A physician reported that two everest polyaxial extended tab screws fractured during implant surgery. The procedure was successfully completed with back-up devices. There was no adverse consequence to the patient. This report captures the first of two everest polyaxial extended tab screws. The second screw is reported separately.

Manufacturer narrative:
Correction: updated from spine-leesburg to k2m. Visual, dimensional and functional analysis could not be performed as the device was not returned. A review of the device history and the complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique tab removal slide the tab removal tool over the xt screw until the distal tip of the instrument is flush with the top of the screw head (figure 1). Break the tab by rocking the instrument back and forth until the entire tab is fully detached from the screw head (figures 2 & 3) (p. 19). Because no device was available for evaluation, the root cause could not be determined conclusively. It is possible the distal tip of the tab removal tool was not fully seated on the top of the screw head, thereby concentrating the stress on the welds, as opposed to the screw head/tab interface. The welds may have also been weakened during screw head manipulation, rod passing, and screw compression/distraction, all of which may have predisposed the tabs to breaking at the welds.

Manufacturer narrative:
Return status of the device is unknown.

Event description:
A physician reported that two everest polyaxial extended tab screws fractured during implant surgery. The procedure was successfully completed with back-up devices. There was no adverse consequence to the patient. This report captures the first of two everest polyaxial extended tab screws. The second screw is reported separately.